Event description:
The customer reported the system displayed an overload and stator not on error. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.